Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle insulinx meter was reviewed and the dhrs showed the freestyle insulinx meter passed all tests prior to release. A tripped trend review was completed for the reported complaint and freestyle insulinx meter. Although trips were observed, no further track and trend review was required as there were no confirmed complaints in the last 3 months. If the product is returned, the case will be re-opened and a physical investigation will be performed. Model no. 71143-70 was incorrectly added in the "catalog field". Added it in the "model no." Field.

Event description:
A customer reported that she received a replacement meter for her previous adc blood glucose meter, however the replacement meter¿s screen ¿was not working¿. The customer further stated that as a result, she was unable to test her blood glucose and was hospitalized. The customer declined to complete troubleshooting or provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she received a replacement meter for her previous adc blood glucose meter, however the replacement meter's screen was not working. The customer further stated that as a result, she was unable to test her blood glucose and was hospitalized. The customer declined to complete troubleshooting or provide additional information. There was no report of death or permanent injury associated with this event.